Event description:
Consumer called complaining of accuracy issues with their meter, readings are erratic. Analysis run on clark error grid using mean avg. Reading (331) as ref. Point vs. Bd readings (479,183) yielded data points in the c range of the grid, outside acceptable limits.